Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the stopper of three tubes was unable to be removed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received photos for investigation, confirming that the stopper stayed inside the tube. A total of 29 retained samples were tested for functional tests, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, the stopper of three tubes was unable to be removed. No adverse impact was reported regarding the patient or user.